Event description:
Additional information received from the patient reported that they have an implantable neurostimulator (ins) replacement surgery scheduled as their current ins has flipped. The replacement is scheduled for (B)(6). No further complications are anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown.

Event description:
A consumer implanted for essential tremor and movement disorders reported even after receiving a replacement recharger they were still unable to get a full charge; the consumer could get to ¾ charged, but it didn¿t progress to full when prior to last week that always saw the full implantable neurostimulator (ins) battery level after charging for about two hours once a week. It was confirmed there had been no programming changes. It was further reported when the consumer first got the ins they were able to achieve full coupling, but since they fell in 2016 and hit their head on the steps they noticed they were only able to get zero to two coupling boxes even after adjusting the antenna dial along with further troubleshooting. It was confirmed with the consumer they could feel the bump of the implant and knew they were placing the antenna right there with no clothing between themselves and the antenna. A week later the manufacturer¿s representative (rep) called back and stated the consumer was having the same issues with the replacement recharger and would likely need surgical intervention since they were unable to achieve more than two coupling bars. It was confirmed the consumer was still getting good therapy and impedances were fine. The rep. Was going to call back at a later date when they knew more.

Manufacturer narrative:
Other applicable components are: product ID: 37651, serial# (B)(4), product type : recharger.

Event description:
Additional information was received from the patient. The patient provided the serial number information. The patient plugged their recharger into a power supply while recharging and were able to get a full charge. An xray was taken of the neurostimulator and a m manufacturing representative checked if everything was working and said that it was.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Event description:
Additional information was received from the patient. It was reported that an xray was taken and the stimulator has flipped from the left to right. The patient had surgery scheduled for (B)(6) 2017 to replace the ins with a non-rechargeable one. The patient stated they felt a pain and woke up, which was followed by the inability to charge. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.